Event description:
The customer received a blood glucose reading of 120mg/dl on the contour at approximately 11:30pm. She did not alter diet or medication. She went to sleep and an ambulance was called because she was unconscious. They arrived at approximately 5:00am. They tested her on their meter and the reading was 27mg/dl. She was given dextrose and felt better. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.